Event description:
It was reported at the start of an anesthesia induction the tubing set disconnected at an unspecified location. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects. No medical interventions were required.

Event description:
Subsequent to the initial medwatch submission, the following information was received: upon anesthesia induction prior to administration of propofol, it was noted that an unspecified IV fluid was leaking from an unspecified location.